Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3 secondary mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The mr was reduced to grade 1. On (B)(6) 2024, a single leaflet device attachment (slda) was observed from the first clip. There is uncertainty if the clip detached from the posterior leaflet or if the posterior leaflet ruptured from the annulus. The mr was recurrent at grade 3. Per the physician, the ruptured posterior leaflet resulted in the slda. The patient was discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. The cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.